Event description:
Arjo was informed about side rail detachment from enterprise 9000x bed frame. Both upper arms and lower arm were detached. Photographic evidence of damages were provided. There was no indication of patient involvement during event and no injury was reported. The customer requested to replace defective parts.

Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with side rail condition (upper and lower arms cracked) and arjo technician suggestion that the bed could be damaged by the customer due to moving empty beds around the facility from a room to another room. Nevertheless, the circumstances of side rail damage were not confirmed by the customer. Therefore, due to lack of information, root cause could not be confirmed. Instructions for use (IFU, 746-591-en_14) warn: "hold the head board or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories" "check operation of split side rails" - daily "failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents". To sum up, arjo device failed to meet its specification. There was no indication of patient involvement. This complaint was assessed as reportable due to side rail detachment.